Manufacturer narrative:
Additional information: cec adjudicated the event as causally related to dcb and index procedure, but not related to study catheter and dcb drug coating. Correction: the patient experienced a hypertensive crisis accompanied by thoracic pain. Blood pressure was elevated at 182/85 mmhg, and electrocardiogram (ECG) demonstrated st-segment depression in leads I, avl, and the inferior leads, with slight st-segment elevation in lead avr. Intravenous nitroglycerin was administered for treatment. Later the same day, the patient experienced a recurrent elevation in blood pressure and received an additional dose of intravenous nitroglycerin. The troponin level was reported as 3.11 ng/ml. Hypertensive crisis with thoracic pain was reported as the adverse event. Cec adjudicated the event as possibly related to index procedure, not related to antiplatelets medication and resolute onyx des.cec adjudicated the event as causally related to dcb and index procedure, but not related to study catheter and dcb drug coating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the lad. On the same day the patient suffered a hypertensive crisis with thoracic pain. Myocardial infarction was reported. The patient was treated with medication. The patient recovered. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
The cec adjudicated a non q-wave mi (target vessel), 3rd udmi peri-pci in the lad. If information is provided in the future, a supplemental report will be issued.